Event description:
Customer reported that pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. The customer reverted to a backup insulin therapy.